Event description:
Customers reportedly obtained results of 257 mg/dl and 101 mg/dl on the aviva system within 10 minutes. No action was taken based on device results. No adverse events reported. Requested return of suspect system and replacement was sent.